Manufacturer narrative:
Initial reporter city: iwaki city fukushima pref. (B)(6).

Event description:
It was reported that the balloon ruptured. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon third inflation at 8 atmospheres within 30 seconds. The balloon was removed from the patient's body without any problem and the procedure was completed with a different device. No patient complications were reported, and patient was in good condition after the procedure.